Event description:
It was reported to boston scientific corporation in late 2008 that a obtryx mesh sling system was used during a mid urethral sling procedure performed three days prior. According to the complainant, during the procedure, the obtryx sling "button holed" creating a perforation through the mucosa, deforming the sheath and mesh. It also appeared to be "really tight". The pt had a large cystocele, (herniation of the bladder), which required suturing to close the perforation. The physician successfully completed the procedure with another obtryx mesh sling system. The complainant reported there was no additional adverse effects and the pt's condition was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration date can not be determined. This device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.